Event description:
It was reported that post implantation of a 2.75x28mm xience v stent on the moderately calcified lesion in the mid right coronary artery (rca), a distal edge dissection was noted. A second unplanned xience v stent was implanted to treat the dissection. There was no additional adverse patient sequela and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system international, ce, instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency.